Event description:
It was reported to philips that the device was not booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) connected with customer remotely and confirmed that the system was not starting up. Rse found that found flex vision and flex spot were starting up and 3rd party video was starting up and visible. Upon troubleshooting fse identified x-ray pc not available, and the sw reload was failed. Fse checked and found disk bay problem. To resolve the issue fse reconnected drives, bypassed and reinstalled x-ray pc and fse implemented fco72200566 and replaced the disk bay on the x-ray pc, reloaded sw. After the replacement of the disk bay on the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.